Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. Reportedly, the customer reused cartridges. Tandem technical support educated the customer on cartridges being single use products. The issue was resolved by changing multiple syringe needles and multiple cartridges. Customer¿s blood glucose level was 279 mg/dl. Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.